Event description:
It was reported that the right atrial (ra) lead exhibited noise oversensing and varying pacing impedance. The oversensing resulted in pacing inhibition. Programming changes were performed to resolve the issue, and the patient will continue to be monitored. There were no patient consequences noted.